Event description:
During trialing of the bipolar head, the femoral head and the bipolar head became dislocated. The bipolar head was replaced with a competitor's unipolar head. It was reported that the pt was fine post surgery. (B)(4)

Manufacturer narrative:
Root cause analysis ongoing at the time of this filing.